Manufacturer narrative:
Other, other text: device evaluation- the device was returned for evaluation. The device was given functional testing and the device gave a "double beep" alarm after power on with no cassette attached. The issue was determined to have been caused by the downstream occlusion sensor/air detector. The cause of the component problem was not established.

Event description:
Information was received indicating that a smiths medical cadd legacy 6400 pump was observed to be beeping continually. There were no reported adverse effects.